Event description:
It was reported that the patient had the pain pump implanted prior to 2008 and it was removed because it was ineffective. The patient had to take more oral medication. In addition, when the dose was increased it did not help with his pain level. The revision occurred in 2009 or 2010. The pump was moved because it was in his belt line. The patient stated that ¿mostly morphine¿ was in his pump. Additional information has been requested. It was further provided that the pump was put in somewhere around 2008 and taken out in 2009. The pump had not worked because he was on so much medication orally that they could never get it to a point where he was getting enough. The patient was taking narcotics, opioids, benzos and ¿some other stuff that he doesn¿t want to get into.¿ no serial number was provided but the patient was sure it was a medtronic pump. The pump was revised because it was sitting on his belt line and was irritating so they repositioned it higher and to his right side.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).